Event description:
It was reported that the device exhibited premature end of life. With autocapture on, the battery impedance increased, but the magnet rate was 98.5 ppm and the battery voltage was 2.76 v.